Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 202 mg/dl. The customer reported that the none of the buttons were stuck. The customer reported that they were unable to navigate to the right. Customer stated that the right arrow button will work on other menus but not on the basal pattern screen. The insulin pump will be returned for analysis.